Manufacturer narrative:
Other applicable components are: product ID 8709sc, lot# n181897006, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient's pump and catheter were explanted because they were infected. No other details were reported and the event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.